Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has had a couple of incidents where blood glucose (bg) levels were elevated (no values provided). The customer declined to troubleshoot, and no additional information was provided.